Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a "connect power cable" alarm on (B)(6) 2026 afternoon despite all the cable being connected at that time. The patient was on battery power, and the batteries were nearly fully charged at this time. The patient disconnected and reconnected their cables and the alarm resolved. The patient was having new bleeding at their driveline site. The patient was scheduled for computed tomography (CT) imaging. Log files were submitted for review and captured pulsatility index (pi) events.